Event description:
It was reported that intermittent oversensing inhibited pacing on a pacer dependent patient was observed. Programming changes were made and the oversensing has been resolved. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.